Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot# 73j2000822 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming.